Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 03, 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording and on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. During the follow-up call, the patient confirmed that the alleged meter inaccuracy began on the evening of (B)(6) 2016. The patient reported obtaining blood glucose readings of ¿204 and 83 mg/dl¿ with the subject meter, performed more than 20 minutes apart. The patient also reported obtaining blood glucose readings of ¿83 and 214 mg/dl¿ with the subject meter, performed more than 20 minutes apart. The time difference between the results exceeds lfs¿ criteria for a valid comparison. During the follow-up call, the patient informed the csr that she tests her blood glucose 3-4 times a day and that her usual blood glucose result is ¿140 mg/dl¿. The patient stated that she manages her diabetes with a fixed dose of oral medication (metformin 750 mg morning and evening) and a fixed dose of insulin (humulin 70/30;10 units before breakfast and dinner). The patient denied making any changes to her usual diabetes management regimen in response to the alleged inaccurate results. The patient reported waking up the following morning with symptoms of ¿chest pain, shaking, leg weakness and redder lips¿. The patient claimed she treated herself with pineapple juice on the advice of her doctor. The patient denied that her blood glucose was tested on any other device. During the follow-up call, the patient was unable to confirm what she thought may have caused or contributed to the onset of the symptoms.during troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining the alleged inaccurate results with the subject meter.